Event description:
I noticed the tubing was "wet" so I tried to see if there was a leak. I pushed the spike up into the bag a little more thinking that was the problem, but then the spike completely fell out of the IV infusion bag and started leaking out of the bag onto the floor. Approximately 50ml of amino acid solution was wasted that the pt did not receive due to this issue.